Event description:
The facility returned the device for service. During product evaluation the baxter repair technician found a fail code 570:320:831:0000 in the event history. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 31, 2007. Evaluation summary: the condition of fail code 570:320:831:0000 was confirmed. This fail code was associated with batteries. The main batteries were depleted and replaced during service. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.